Manufacturer narrative:
The insulin pump was received with minor scratches on the display window and cracked battery tube threads.(B)(4)

Event description:
The customer's parent reported via telephone call that the insulin pump screen was scratched and difficult to read. The blood glucose reading was 82 mg/dl. The insulin pump had been dropped a couple of times. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.